Manufacturer narrative:
(B)(4). The date of birth was not reported: however, it was reported that the patient was born in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event on the same day as the onset of the peritonitis. The treatment was not reported. The cause of the peritonitis was not reported. The patient was still hospitalized but was reported to be recovering from peritonitis at the time of the report. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information regarding the event: the patient was discharged from the hospital and was reported to have recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.